Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis did not confirm the reported event. The keyboard cable was found to be pulling apart, but the keyboard was still functional, the system fan was noisy, hinge plate screws were missing, causing the display lid to be hard to open, an error message was noted in the programmer history log, and the handle was cracked. (B)(4).

Event description:
It was reported the programmer was returned for repair. Follow-up attempts for specific details were unsuccessful. No patient complications have been reported as a result of this event. Additional information was subsequently received reporting the programmer was returned to calibrate the stylus or to check the screen because calibration was not possible. There was no patient involvement.